Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23 (post-reset ram crc alarm), pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor), blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer was able to clear the errors but was unable to complete the rewind process. Customer reported a blank display. Display was blank at the time of the call. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was successfully download using thump for history files and trace files. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Replace battery alert occurred on (07/04/2024 09:42) and replace battery now alarm occurred on (07/08/2024 14:23) and power loss alarm occurred on 07/03/2024 23:04 in history file and were expected. Pump error 43 occurred on 07/03/2024 17:14--17:24 in history files. Pump error 23 occurred on 07/03/2024 23:21 in history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, fading serial label. P-cap was attached and locked into place properly. Blank display is not confirmed. Pump error 43 is confirmed due to being found in history file and due to motor assembly. Pump error 23 is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.